Event description:
Procedure lap: total gastrectomy. According to the reporter: the orvil was set in the esophagus. The surgeon attempted to connect the anvil and the stapler, but it was difficult and took time since the pt was obese. Finally, the anvil was connected to the stapler, but the joint part was opened and the anvil was not fixed. Therefore, the procedure was converted into open and the joint part was closed with forceps. The surgeon held the device while closing the space between the anvil and the stapler and completed anastomosis successfully. Operating time extended more than 30 minutes.

Manufacturer narrative:
(B)(4).